Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2009 the patient did not have pain relief and their pain level had increased. It was also reported the patient's ''pump ran out and the patient suffered from withdrawal due to something happening with the pump.'' The patient's pump was explanted and replaced in 2009. The device system was used to deliver dilaudid. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID neu_unknown_prog, serial # unknown, product type programmer, product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Manufacturer narrative:
(B)(4).